Manufacturer narrative:
This is the same event as 3010536692-2016-00690.

Event description:
Allegedly, patient suffering from mom complications. Allegedly the patient was revised due to the following mom complications: pain; levels of coablt/chromium in the blood; metallosis. (Left).